Event description:
Patient on x-ray table in operating room for a transcatheter aortic valve replacement (tavr) procedure. Patient was already sedated and prepped. Doctor attempted to move table and use fluoro machine to provide visual assistance for femoral puncture. Error message was received from table. Radiology technician called and rebooted machine. Error message persisted - seimens contacted and informed staff that error message would require on-site attention. Tavr case cancelled along with two other tavr cases scheduled for the same day. Additional information from patient safety report: first patient had to be awakened and informed of cancellation of procedure. Second patient already here waiting. Equipment failure has resulted in cancellation and rescheduling of tavr procedure. This has occurred at least five other times over the last four years. The equipment needs to be replaced if this is going to be an on-going issue as it negatively affects patient safety.